Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the insulin pump's ok button. They also reported that the batter did not gain a full battery power after they changed it. The insulin pump would also not vibrate. Their blood glucose level was unknown. The device will return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump failed vibration test during self-test due to corroded battery tube assembly. Battery full bar notification not able to display full charge due to corroded battery tube creating a short to ground across the battery contact. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, scratched case and keypad overlay texture damage.